Event description:
A baxter engineer reported a pump in which the battery will not charge. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep.